Manufacturer narrative:
This is a known malfunction with the precision link software that can lead to incorrect trending results. This occurs when results, obtained on a meter with incorrect data and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec006 letter. The device manufacturer date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an e6 message on the display of their adc blood glucose meter. It was then additionally identified by adc customer service that the date and time were incorrectly set. The customer is reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.